Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The status of the device is unknown.

Manufacturer narrative:
The events of infection and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported right side capsular contracture baker grade unknown, capsular fibrosis on both sides, repeatedly bleed, became inflamed in the right breast, there were germs detectable in the open wound and developed sepsis, lymph nodes are still swollen, and both implants are affected by recall. Device has been explanted.

Event description:
Healthcare professional later reported pain, hardening and capsular contracture, baker grade iii via ultrasound and MRI.

Event description:
Patient additionally reported right side rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Infection: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Bleeding: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side device rupture and capsular contracture, baker grade iii diagnosed by ultrasound and MRI. The device has been explanted. The patient reported a complicated post-surgical recovery with the incision repeatedly bleeding, inflammation, "developed sepsis", swollen lymph nodes and anxiety due to ¿both implants are affected by recall¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9.

Event description:
Patient reported right side device rupture and capsular contracture, baker grade iii diagnosed by ultrasound and MRI. The device has been explanted. The patient reported a complicated post-surgical recovery with the incision repeatedly bleeding, inflammation, "developed sepsis", swollen lymph nodes and anxiety due to ¿both implants are affected by recall¿.